Manufacturer narrative:
Other devices listed in this report: cat # 5516f802, lot # edyfy, description: triathlon p/a ps beaded #8r. Cat # 5551l401, lot # lbs346, description: triathlon asym patella a40x11. Cat # 5536b800, lot # ctd3997, description: tritanium bplate triathlon s8. It cannot be determined which, if any of these devices may have caused or contributed to the patient's experience. A supplemental report will be submitted upon completion of the investigation.

Manufacturer narrative:
An event regarding infection involving a triathlon ps insert was reported. The event was not confirmed. Device evaluation could not be performed as no items associated with the event were returned or made available for evaluation. No medical records or x-rays were made available for evaluation. Device history review indicates that all devices were manufactured and accepted into final stock with no reported discrepancies. Complaint history review. There have been no other events for this lot or sterile lot. The source of the infection could not be determined as patient information, clinical history, and results of bloodwork for infection were not provided. A CAPA trend analysis was conducted for the reported failure mode and concluded infection is most likely a result from other factors not necessarily related to the device in the healthcare facility setting. No further investigation for this event is possible at this time.

Event description:
It was reported patient had revision of right knee due to infection. Doctor did a total removal.

Event description:
It was reported patient had revision of right knee due to infection. Doctor did a total removal.